Event description:
The customer reported the system is displaying file errors. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and reformatted the hard drive. System operates as intended. This MDR is related to ge healthcare (B) (4).